Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing ringloc acetabular liner in 2000. Subsequently, the patient was revised in 2009 for subluxation of the liner. Polyethylene wear was also noted on the liner when it was explanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert, that state that this type of event can occur.